Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date : (B)(6) 2013, inratio meter - 1.1 and 1.4 inr. Ref = 2.6 inr; mean = 1.70; confidence limits = 1.2 - 2.3. Precision test was performed on inratio data (mean= 1.25, sd= 0.21, %cv= 17.0). Since% cv is below 20%, the test met criteria. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio meter = 1.5 inr; ref = 2.5 inr; mean = 2.00; confidence limits = 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. In-house therapeutic donor testing has been performed on reported lot: 312522 on (B)(6) 2013. Results as follows: donor (B)(6), inratio: 1.8, 1.8, 1.8, ref: 1.65, bias threshold: 1.05 - 2.05, %cv: 0; donor (B)(6), 2.5, 2.6, 2.5; 2.50; 1.50 - 3.50; 2.28. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the client's data ((B)(6) 2013) from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on 8/19/2013, 18 discrepant result complaints were reported for lot #312522 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time, this issue will be subject to tracking and trending. Corrective action not required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared to an alternate point of care (poc) meter. Results as follows: date: (B)(6) 2013, inratio 1.1, 1.4; poc: 2.6; (B)(6) 2013, 1.5; 2.5.